Event description:
This female patient was diagnosed with left breast cancer and underwent lumpectomy with sentinel lymph node biopsy a few months ago followed by radiation therapy that was delivered by mammosite catheter. She then had a bard mediport placed a month ago for the purpose of receiving chemotherapy. The insertion procedure went smoothly and no complications were noted. However, two days later when the patient went for chemotherapy, she felt a burning sensation when the port was accessed and flushed with saline. A mediport venogram was performed a few days after the port was flushed with saline, which showed a leak. It could not be ascertained where the leak was coming from. Fifteen days later she was taken back to surgery and the mediport was removed and replaced.